Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the front panel was damaged with a piece broken off at the lower right corner, the top cover and bottom chassis deformed, and the screws on the top cover were rusted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the high flow insufflation unit, power or front panel issue unit fell off stand, front panel damaged, crushed one corner. There was no patient involved in this event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, it was determined that this event has already been reported on medwatch 3002808148 - 2023 - 03215. (Patient identifier (B)(6)). Refer to this file for supplemental information related to this event.